Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an anterior lumbar procedure, the tip of the clip applier was ripping vessels. There was "extensive bleeding" that occurred when tip of clip applier ripped vessels but bleeding was not enough to transfuse patient. Surgicel snow and evicel were used on patient to control bleeding. A new device of same code was opened and used to complete case and patient was doing fine per rep.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.